Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on an unknown date; it was noted that the right ventricular lead exhibited noise. The patient was asymptomatic to the noise. On (B)(6) 2017 during pre-operative device check, variable r-waves were noted. During lead revision procedure, insulation abrasion was also noted on the lead. The lead was capped and replaced successfully. The patient was stable throughout the procedure.